Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that there was discontinuity of the catheter where it courses under the clavicle. The device was removed as it was no longer needed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: one powerport clearvue slim with white single lumen catheter was returned for evaluation. Visual inspection did not identify any complete circumferential breaks, however, visual inspection did identify two longitudinal ruptures near the 13/14cm depth markers. Both of these splits are characterized by rough edges. Therefore, the investigation is unconfirmed for the alleged complete break, and instead confirmed for subcutaneous leak without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that there was discontinuity of the catheter where it courses under the clavicle. The device was removed as it was no longer needed. There was no reported patient injury.